Manufacturer narrative:
(B)(4). The hospital biomedical engineer evaluated the customer¿s device and verified the reported issue. The customer returned the device to physio-control and was sent a replacement device. Physio-control evaluated the customer¿s device and verified the reported issue. The physio failure analysis center recommended removing the power module assembly for further evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during testing of their device they observed that the device display flashed black and white and the service indicator flashed on and off. The customer also advised that the device was unable to be powered off using the on/off button. Upon evaluation of the customer¿s device, physio-control observed that the device intermittently was unable to complete a boot cycle, and then shut off. There was no patient use associated with the reported event.

Manufacturer narrative:
After verifying the reported issue, physio-control removed the power module assembly for evaluation. The device was sent to be scrapped. Physio further evaluated the removed power module assembly. The reported issue could not be duplicated; however physio observed that the device was unable to power on with dc power. Physio determined that the cause of both the reported and observed issues were due to process residue on filter components fl4 and fl10 on the power supply pcb assembly of the power module assembly. Process residue on these components can cause power related issues.

Event description:
The customer contacted physio-control to report that during testing of their device they observed that the device display flashed black and white and the service indicator flashed on and off. The customer also advised that the device was unable to be powered off using the on/off button. Upon evaluation of the customer¿s device, physio-control observed that the device intermittently was unable to complete a boot cycle, and then shut off. There was no patient use associated with the reported event.